Event description:
Same case as MDR ID # 2134265-2014-04931. It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 2.25mm x 20mm promus premier¿ stent was advanced and deployed in the lesion at 18 atmospheres. Then another 2.25mm x 20mm promus premier¿ stent was attempted to be advanced distal to the recently implanted stent however when passing through the first stent, both stents locked together. There was no stent damage noted on the two stents. When the physician tried to remove the second promus premier¿ stent, the first stent was explanted. There was no vessel dissection noted when the stent was explanted. The two 2.25mm x 20mm promus premier¿ stents were removed from the body. The procedure was completed with implantation of another unspecified stent distal to the first. No further patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID # 2134265-2014-04931. It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 2.25mm x 20mm promus premier¿ stent was advanced and deployed in the lesion at 18 atmospheres. Then another 2.25mm x 20mm promus premier¿ stent was attempted to be advanced distal to the recently implanted stent however when passing through the first stent, both stents locked together. There was no stent damage noted on the two stents. When the physician tried to remove the second promus premier¿ stent, the first stent was explanted. There was no vessel dissection noted when the stent was explanted. The two 2.25mm x 20mm promus premier¿ stents were removed from the body. The procedure was completed with implantation of another unspecified stent distal to the first. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The distal portion of the stent was locked onto a stent that was previously deployed during the procedure. During examination, it was not possible to separate the complaint device stent and the other stent without damaging either device beyond their current state. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found the outer shaft of the device was kinked 20mm distal from the port bond skive. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had been successfully deployed from device during the procedure. The stent however was returned attached to another device as this other device got locked on the complaint device stent as it was attempting to pass the deployed complaint device stent. The entire complaint device stent was damaged with the stent struts stretched and distorted. The stent delivery catheter was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-04931. It was reported that removal difficulties occurred. The target lesion was located in the mid right coronary artery. A 2.25mm x 20mm promus premier¿ stent was advanced and deployed in the lesion at 18 atmospheres. Then another 2.25mm x 20mm promus premier¿ stent was attempted to be advanced distal to the recently implanted stent however when passing through the first stent, both stents locked together. There was no stent damage noted on the two stents. When the physician tried to remove the second promus premier¿ stent, the first stent was explanted. There was no vessel dissection noted when the stent was explanted. The two 2.25mm x 20mm promus premier¿ stents were removed from the body. The procedure was completed with implantation of another unspecified stent distal to the first. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).